Event description:
Resistance was encountered when attempting to load the device into the microcatheter so the device was removed from the patient. The physician noted that the device "appeared to have coating coming off" so the procedure was completed with another guidewire successfully. There was no reported clinical consequence to the patient and no other information was provided.

Event description:
Resistance was encountered when attempting to back load the device into the microcatheter so the device was removed from the patient. The physician noted that the device "appeared to have coating coming off" so the procedure was completed with another guidewire successfully. There was no reported clinical consequence to the patient and no other information was provided.

Manufacturer narrative:
The device was returned with the torque device attached for analysis. Inspection of the device found that the polytetrafluoroethylene (ptfe) coating had been scrapped off 20.4cm from the proximal end, the region where the torque device was attached. The device was bent 20cm from the distal end. A white substance was noted on the device 7.3cm from the distal end, this appeared to be dried hydrophilic coating or saline. The guidewire hydrophilic coating was checked with wetted fingers and was confirmed to be present. The device was back loaded into a demonstration microcatheter and no difficulties were encountered. No other anomalies were noted. The damage noted to the ptfe coating is indicative that the torque device was not securely attached to the device and moved along the length of the device causing the observed damage. The directions for use specifically instruct that the torque device should be securely attached to prevent such damage from occurring. Therefore, it was concluded that user error was the most likely cause of the reported issue.